Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unreadable and the touch screen had lines colored lines on the top of the screen and black lines through most of the screen that blocked graphics and text. Customer¿s blood glucose level was 156 mg/dl. The customer reverted to an alternate method in insulin therapy.